Event description:
A catheter blockage and revision was initially reported. It was stated that during the revision surgery a black substance was found on the tip holes of the explanted catheter. Revision was completed along with pump replacement. It was indicated that the only troubleshooting done was a "pump study with CT to follow". A dye study was done on 2012-(B)(6) and they were unable to draw back csf (cerebrospinal fluid) so they did not inject dye and the CT showed no granuloma. The reason for pump study was unknown to the reporter. It was later reported that during surgery no csf could be drawn from cap (catheter access port) with catheter connected and when it was disconnected, so they replaced the catheter. The reason for pump replacement was not known to the reporter. Drugs infused via the device were morphine 50mg/ml at a daily dose of 27mg before surgery and bupivacaine 12.5mg/ml. Following replacement the morphine dose was decreased to 21.4mg/day. It was stated that patient had experienced increased pain. Following replacement patient was receiving effective therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6); catheter model 8578, lot# n084327, implanted: 2007-(B)(6), explanted: 2012 (B)(6). This report is being submitted late due to a delay by a manufacturer employee, a process improvement plan and training are in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of catheter model # 8578 revealed no significant anomaly; a non-significant indent was seen in the sutureless connector (sc) cup - did not affect infusion. Analysis of catheter model # 8709 revealed dark residue occlusion in dispensing holes-event related.